Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 90 mg/dl earlier in the morning. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewinds sequence on their insulin pump.the customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and reservoir tube cracked.